Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in (B)(6) on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported she has not felt herself since essure was inserted. She experienced headaches, back ache, moodiness and abdominal discomfort. Product technical complaint investigation received on (B)(6) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she has not felt herself since essure was inserted. This event, interpreted as feeling abnormal, was considered serious due to medical importance and unlisted in the reference safety information for essure. In this case, the exact time between essure insertion and the occurrence of this event is unknown. It was not specified what really she was experiencing. However, based on the information provided, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident by the regulatory authority. Additionally, non-serious events were added: headaches, back ache, moodiness and abdominal discomfort. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow up information received from consumer on 01-apr-2015: the consumer was (B)(6) at time of the report. The consumer stated she has reactions to jelleries if they are not real. Essure was inserted in (B)(6) 2013. It was also reported that from (B)(6) 2013, the patient used microgynon daily. In (B)(6) 2013, the patient experienced irregular periods, labour like pain, shooting groin pain, vaginal pressure, weight gain, tiredness, itching, rash on right side face and on chest. It was stated that it was really notable when her cycles starts. At time of the report she still had the reactions; she contacted a health care professional and was not hospitalized. Consent to contact hcp provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had not felt herself since essure was inserted. This event, interpreted as feeling abnormal, is considered serious due to medical importance and unlisted in the reference safety information for essure. In this case, it is stated that the patient experienced the event since essure insertion. It is also stated that at the time of onset she was taking microgynon. However, microgynon was discontinued after 3 months and she did not recover from the events. The case has limited information, it was not specified what really she was experiencing. Considering that since she had essure in place she was not feeling herself and considering the lack of alternative explanation, the causal relationship between this event and essure cannot be excluded. This case is regarded as incident by the regulatory authority. Additional non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up from 01-may-2015: follow-up attempts were done with no response to date. Follow up information received on 05-may-2015 from physician: the reporter stated that the patient presented on (B)(6) 2014 reporting ongoing pelvic pain following essure. However, she did not attend follow-up investigations to find out the cause. She has not been for review since. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2015 for the following meddra preferred term: feeling abnormal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had not felt herself since essure was inserted. This event, interpreted as feeling abnormal, is considered serious due to medical importance and unlisted in the reference safety information for essure. In this case, it is stated that the patient experienced the event since essure insertion. It is also stated that at the time of onset she was taking microgynon. However, microgynon was discontinued after 3 months and she did not recover from the events. The case has limited information; however considering that since she had essure in place she was not feeling herself and considering the lack of alternative explanation, the causal relationship between this event and essure cannot be excluded. This case is regarded as incident by the regulatory authority. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received from consumer health authority on 19-nov-2015. Case was considered medically confirmed. Consumer stated that she had essure fitted in 2013 and was due to get hysterosalpingogram (hsg) done 3 months later. Unfortunately, her daughter got diagnosed with a rare condition so did not go to appointment as daughter was quite sick. She started to notice back pain, a rash all on right side of her body, every time her cycle was going to come, as ever since there irregular. She also had shooting pain in area of placement and was very tired with lack of energy. She had enormous weight gain of 3 stone with no diet change. On an unspecified date, she went for hsg and she was told that her tubes were blocked but the radiography technician said that the right coil was rather bent (she said that during placement the essure representative seemed quite anxious when doctor was placing, she was saying his name and asking him to focus and slow down and that he was putting the device to fit to far in). After this x-ray, she made an appointment with the doctor who fitted and explain why she did not attend and her issues with device, he said paper work stated easily placed. She was disgusted obviously not where would she stand in regarding her essure and it not being properly placed and requesting right coil to be removed. Result and assessment of the product technical complaint investigation received on 02-dec-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-dec-2015 for the following meddra preferred term: feeling abnormal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had not felt herself since essure (fallopian tube occlusion insert) was inserted. This event, interpreted as feeling abnormal, is considered serious due to medical importance and unlisted in the reference safety information for essure. In this case, consumer reported irregular periods, pelvic pain and rashes (amongst other non-serious events) which she related to essure insertion. It is also stated that at the time of event onset she was taking microgynon. However, microgynon was discontinued after 3 months and she did not recover from the events. Considering this information and in the lack of alternative explanation for the events, causality with essure cannot be excluded. This case is regarded as incident by the regulatory authority. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. No further information is expected.